Event description:
Hcp reported pt presented in 2004 with signs of infection by generator pocket spreading into forearm. These include erythema and swelling. The pt was treated with device explantation and antibiotic therapy. Hcp reported pt was implanted with new device 4 months later. The device was not returned to the MFR for analysis.